Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with tumescent infiltration pump. The customer states that foot pedal of the tumescent infiltration pump was inoperable.

Manufacturer narrative:
Submit date on: (B)(6) 2012. An investigation is currently underway upon completion the results will be forwarded.